Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly and high blood glucose levels. Customer's blood glucose level was 404 mg/dl. Customer advised there was an air bubble inside of the reservoir and they realized it when they changed out their set. Customer advised they performed the rewind process while reservoir was in place which resulted in air bubbles. Customer was able to remove the air bubble from the reservoir.